Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +6.5/1.5/29 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, significant reduction of irido-corneal angles, and angle closure (with elevated intraocular pressure). The lens was exchanged for a shorter lens and the problem was resolved. On (B)(6) 2017, patient's post-op uncorrected visual acuity was 20/20. (B)(4). Corrected data: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +6.5/+1.5/23 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and significant reduction of irido-corneal angles and angle closure (with elevated iop).